Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument is not being very effective in applying energy. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during the case, but the doctor continued to use the force bipolar instrument as is, although it caused some charring, and completed the case successfully (robotically with original configuration).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm force bipolar instrument.